Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for post lumbar laminectomy syndrome. The patient reported that they have been implanted with their implantable neurostimulator (ins) for approximately 12 years. However, they have not used the device for the past 7 years because they had a lack of pain relief from it. The patient stated that their ins has migrated completely over to where it rests on their spine. They noted that this causes major pain in the form of what feels like jolts of electric that takes them to their knees. They added that they can barely stand up. The patient added that it is impossible for them to walk during the pain periods. They stated that they were supposed to have the device removed 18 months ago, but their cardiologist refused to consent to the surgery due to the patient¿s heart condition and excessive bleeding in past surgeries. They indicated that their pain gradually went away for a period of a month, but then it started again, and the pain is beyond belief. The patient stated that they take hydrocone and have a pain patch for their existing leg and back pain. The patient stated that they currently did not have a managing physician, but that they would contact one on their own. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient contacted their pain doctor and heart doctor regarding their ins migrating over their spine and causing pain, but they stated that their heart doctor did not want them to undergo surgery due to their history of heart attacks following surgery. Therefore, the issue of the ins migrating over their spine and causing pain had not been resolved. The patient reported that their current weight was (B)(6) and that at the time of implant they guessed they weighed about (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator has migrated in the back to the spine about 18 months prior to the report causing him a lot of horrific/constant pain. Starting about 1.5 months prior to the report (also noted as (B)(6) 2018), the patient has been having the constant pain and electrical shocking depending on movement that would come and go. The patient was experiencing new pain over his kidneys starting on (B)(6) 2018. The patient was scheduled for device removal on (B)(6) 2018; however, they wanted to have it performed at a hospital and not a surgical center due to their medical history. The patient was scheduled for a surgical consultation with a new surgeon in (B)(6) 2019. There were no further complications reported or anticipated.